Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in the year of 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5140812.

Event description:
It was reported that the patient was not getting adequate pain relief due to high impedances on one of the spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.